Event description:
It was reported that the ilet pump¿s connector broke and could not be removed despite careful attempts with tools, and a replacement device was arranged with instructions provided for shutdown, data sync to the mobile app, and device return. Symptoms included no change in blood glucose. Outcomes included no medical intervention, no hospitalization, and continued cgm use via the dexcom app or receiver. Investigation included remote troubleshooting and education, confirmation of no alerts or alarms, and arrangements for retrieval of the original device for evaluation. Investigation of this case revealed a mechanical break of the connector component, rendering it non-removable, consistent with component damage and a device mechanical problem. However, the original device was not returned to the manufacturer, and therefore, no physical device evaluation or investigation was performed to confirm the reported condition or root cause. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical failure of the connector component.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.